Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the rny ii bcs xlpe art isrt sz 7-8 rt 11mm shows scratches at the locking point, which could cause the device not to function properly. The clinical/medical team concluded, this case reports the revision of a journey ii bcs xlpe articulating insert to a journey ii constrained insert due to the rupture of the retinacular mechanism. Per email correspondence, the requested operative reports and x-rays are not available, and the current patient status is also unknown. Therefore, a no further medical assessment can be rendered, and the clinical root cause of the ruptured retinacular mechanism cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed batch. A review of risk management files and instructions for use found that the reported failure was documented appropriately. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, a revision surgery was required to change a journey ii bcs xlpe art insert size 7-8 rt 11mm due to mechanical failure. The patient suffered a rupture of the retinacular mechanism. The old poly was exchanged by a journey ii constrained insert. No other complications were reported. No patient information or operative reports are available. The patient's current status is unknown.